Manufacturer narrative:
Literature: brown, n. M., bell, j. A., jung, e. K., sporer, s. M., paprosky, w. G., & levine, b. R. (2015). The use of trabecular metal cones in complex primary and revision total knee arthroplasty. The journal of arthroplasty, 30(9), 90-93. Doi:10.1016/j.arth.2015.02.048 the product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "the use of trabecular metal cones in complex primary and revision total knee arthroplasty" which assessed the use of trabecular metal cones in primary and revision tkas. This complaint addresses, two (2) patients with revision irrigation and debridement with polyethylene exchange for infection . There has been no further information provided and the patint outcome is unknown.